Event description:
It was reported that the pacemaker-dependent patient presented for follow up in-clinic. Upon review, the atrial lead was found to have noise. No clinical resolution, patient symptoms or additional information was reported regarding this lead.